Manufacturer narrative:
H3: product analysis: evaluation couldn't able to reproduce the reported malfunction of product could not be attached to the motor. However, it was noted that the spring found corroded, bearings are broken and bearings are corroded. B3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to use, the attachment lock or sleeve of the product was stuck or sticking, and the product could not be attached to the motor. It was reported that there was no patient involvement. Additional information received stating that bearings are broken.